Event description:
Reporter noted handpiece became too hot to handle. A mild corneal burn occurred with some iris prolapse. Sutured wound to close. Used system and handpiece in following case without incident.